Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the distal cover fell off because it was cut. Also, the distal cover was broken by a chemical attack due to adhesion of chemicals such as an anti-fog agent or lubricant. The distal cover was broken by stress that was applied to the cover. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿operation manual_3.4 inspection of accessories_ inspection of the single use distal cover (maj-2315) should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination.¿ ¿attaching accessories to the endoscope_attaching the single use distal cover never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. When the endoscope is repeatedly inserted into the body cavity, always confirm that the single use distal cover is attached properly before insertion. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. Never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00071 the device referenced in this report was not yet been returned to olympus for evaluation (although it is expected to be). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a two hour long endoscopic retrograde cholangiopancreatography (ercp) using an evis exera ii duodenovideoscope with a single use distal cover, the user noticed the distal cover was not on the scope. The user located the distal cover in the throat of the patient next to the intubation tube. The distal cover was retrieved, and it was noted to be cracked at the perforation line, and it was cut at the base where it goes over the locking portion of the scope. It was speculated that it appeared as though the elevator cut the cap. No further consequences to the patient were reported. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. The distal cover cannot be returned for evaluation. The nurse discarded it in the sharps container. Case with patient identifier (B)(6) reports the distal cover used in the procedure. Case with patient identifier (B)(6) reports the scope used in the procedure.